Event description:
It was reported that the user experienced loss of cgm glucose display on the ilet while readings continued on the dexcom app, indicating intermittent communication between the dexcom g7 continuous glucose monitor (cgm) and the ilet; support guided the user to toggle cgm type and re-enter the pairing code to attempt reconnection, consistent with a communication issue potentially involving the electrical/magnetic interface and antenna hardware. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the ilet, with involvement of the electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.